Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant medical devices:8229307: endotracheal tube 8229307, nim emg 7mm. Re: 8225825: probe 8225825, 3pk incremt std prass tip, lot 0205945145, manufactured 06/04/2012, use before 06/04/2015. (B)(4). Product evaluation: analysis on the mainframe, 8253001, could not be performed; the device was not returned. Analysis on the emg tube, 8229307, could not be performed; the device was discarded. This was the initial use of the device. -- analysis for the prass tip probe, 8225825, found that when compared to the purchased raw material assembly drawing and cable assembly drawing, the tip detached from the handle under its own weight, [whereas a reserve sample required approximately 1.5 lb. Before pulling out] which would have resulted in the reported malfunction. The connector inside the handle was aligned with the distal insertion hole. When viewed under magnification, there was no physical damage to the handle which rules out misuse and mishandling as a potential cause. The device was plugged into a nim system and the tip was held in to verify the function of the device with the exception of the loose tip; the stimulation was set at 0.8ma, and threshold at 100uv and the stimulation return measured 0.81uv and would indicate a stimulation tone on the 4 channels tested; the probe would take snapshots as well as increase and decrease the stimulation current. This was the initial use of the device.

Event description:
It was reported that during a thyroidectomy the surgeon and pa thought that even though they were receiving some responses, the nim was too quiet and not as responsive as usual." The stimulating tip on the prass probe kept falling out of the handle during the procedure. A another prass probe was used to continue the procedure; it worked as expected. It was further clarified that during the procedure, the nim system did not appear to be making noise as it usually did and it did not always respond when touching a nerve. It would not consistently identify the nerve. It was confirmed that the emg tube was not re-positioned to verify placement. The reporter cannot determine if it was a false negative, or if it was possibly the placement of the emg tube, or some other variable. There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.